Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions.

Event description:
Information was received that on (B)(6) 2019 a revision procedure was performed. As per the reporter, the nail did not distract during the lengthening.